Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has a history of tweaking the ear canal on the implanted side. The patient reported that he is no longer able to hear with the device. The device has been explanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by incomplete device immobilization was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has a history of tweaking the ear canal on the implanted side. The patient reported that he is no longer able to hear with the device. The device has been explanted. The patient was re-implanted with a vorp implant. It was stated in the device explantation report that damage on the conductive link was observed before device removal.